Event description:
Procedure: revision total shoulder arthroplasty. Primary surgery date (B)(6) 2004. Revision surgery date (B)(6) 2014, performed at lake macquarie private. Reason for revision surgery: patient presented to surgeon with pain and a poor functioning shoulder. Surgeon revised a global advantage total shoulder to a delta xtend total shoulder replacement. All of the original implants were removed and discarded as per hospital protocol. (B)(4): we have received further information for this case to indicate that this patient had a soft tissue failure of the rotator cuff. This lead to the prosthesis riding high and over time lead to the wear on the glenoid component.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the provided x-rays did not identify any product contribution to the revision surgery. Provided information states the patient had a soft tissue failure of the rotator cuff. This may have leaded the prosthesis riding high and over time to the wear on the glenoid component. A complaint database search finds no other reported incidents against the provided product and lot combinations. Besides receiving the x-rays, the initial reporting stated no additional investigational inputs were available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.